Manufacturer narrative:
A beckman coulter field service engineer "fse" replaced multiple hardware components to resolve customers issue.

Event description:
The customer reported obtaining a false high cr-s (creatinine) result for one (1) patient, involving the unicel dxc 600i. The false high cr-s result was not reported outside the laboratory. The customer repeated the sample on an alternate dxc and obtained a cr-s considered correct. There was no effect to patient treatment in connection to event.